Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: material no:10010454 batch no: 20026646 it was reported that there was leaking from the filter of the "taxol tubing" while infusing triple chemotherapy continuously.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m leaked. The following information was provided by the initial reporter: material no:10010454 batch no: 20026646. It was reported that there was leaking from the filter of the "taxol tubing" while infusing triple chemotherapy continuously.

Manufacturer narrative:
The customer reported that there was leaking from the set's filter while infusing triple chemotherapy continuously. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/09/2020. Investigation conclusion: the reported set in use was not received for evaluation. Received was an unopened infusion set model 10010454 lot 20026646. The received set sample was inspected for kinks, holes/tears in the tubing, or damages to the components. No obvious damage or issue was observed. The set was primed. No leak or any issue was observed. A lab gauge needle was attached to the set's male luer and the primed set was loaded into a lab pump module device. An infusion was started at a rate of 75ml/hr. The fluid was observed to flow through and exit as expected. The infusion completed with no leak, alarm, or any issue observed. The set was also pressure tested up to 30psi while submerged underwater (per IV disposables leak test method dir 10000360033). No leak or any issue was observed. Equipment used (testing performed on (B)(6) 2020): 8100 pump module/eq103048 (calibration/pm due date (B)(6) 2021) 8015 pcu/eq10291 (calibration/pm due date (B)(6) 2021). Pressure regulator/eq00138/calibration due date (B)(6) 2020. The device history record for model 10010454 lot 20026646 shows the set was manufactured on 20feb2020 with a total of (B)(4) units built. There were no related quality notifications issued during the production build of this set. The customer's report of a leak from the set's filter was not confirmed. The root cause was not identified.